Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) and popliteal artery using an indigo system aspiration catheter 7 (cat7), an indigo system separator 7 (sep7). During the procedure, the physician was able to successfully aspirate the clot that was proximal in the target location. The cat7 was then advanced to remove the rest of the clot with the help of the sep7 as a guidewire; however, the physician had difficulty advancing the cat7. It was reported that the torque device of the sep7 was not locked and the sep7 was set 0.5cm/1cm outside the tip of the cat7. While trying to advance the cat7 further to the clot, the sep7 and the bulb became stuck and were pushed against a tight lesion; however, the physician continued advancing the cat7 and encountered resistance in the same location that the sep7 and the bulb were stuck. The physician then noticed that the vessel was ruptured. It was also reported that there was no physical damage noted on the cat7 and the sep7. The procedure ended at this point and the patient was taken to the operating room where the physician was able to stent the injury and do open thrombectomies distally.